Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s family reported via phone call that the insulin pump had time clock anomaly. The customer¿s blood glucose level was 13.2 mmol/l. It was reported that the time on insulin pump was weird since it kept on gaining 10 minutes. They were adjusting it back to the right time but it kept gaining 10 minutes and been going on for about an year now and they were just ignoring it. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.